Event description:
It was reported that a battery depletion error was seen involving this device after the device was exposed to multiple magnet applications during a tattoo placement. A review by engineering confirmed the battery depletion error and noted that the battery measurements showed recovery and the last charge time was normal. The error message was cleared upon interrogating the device with a programmer. This device remains implanted. No adverse patient effects were reported.